Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-07707. (B)(4) study. It was reported that post a percutaneous coronary intervention procedure, vessel dissection and jailing occurred. June 2009 the patient identified with a qualifying condition as unstable angina and was referred to cardiac catheterization. The 70% stenosed and 10mm long target lesion was located in the 1st diagonal artery with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation using a 2.5x15mm apex balloon catheter followed by placement of a 2.5x12mm promus study stent. Post dilation was performed with a 3.0mm quantum maverick balloon catheter. Further angiography revealed a type b dissection distal to the placed study stent. The dissection was treated with placement of 2.5 x18 mm promus stent overlapping a 2.5 x12 mm promus stent. A small occluded side branch was noted by the stented segment in the 1st diagonal artery, this was also associated with the patient chest pain. Medications were administered for the chest pain. A non-target lesion located in right posterior descending artery was treated with pre-dilation and placement of a 2.5x32mm taxus stent. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2013, the patient presented with chest pain associated with shortness of breath, the patient had a nuclear medicine treadmill stress stent with abnormal results. The patient was hospitalized. Coronary angiography revealed a 70 to 80% ostial/proximal stenosis, occlusion noted beyond the diagonal branch. Two days later the occlusion beyond the 1st diagonal branch was treated with pre-dilatation using 2.5x20mm emerge balloon catheter and placement of 2.5x28mm non bsc drug eluting stent back to the ostium of the left anterior descending artery then post-dilatation using 3.0x15mm nc quantum balloon catheter, resulting in 0% residual stenosis. During intervention, jailing was noted in the 1st septal perforator due to which the patient experienced chest pain. A dissection was noted at the proximal edge of the non bsc stent placed in ostial left anterior descending artery. This was treated with placement of a second 3.0x15mm non bsc drug eluting stent from distal left main to prox left anterior descending artery, resulting in 0% residual stenosis post dilation. In addition, a 50% stenosis in ostial left main artery was treated with the placement of 4.0 x15 mm non bsc drug eluting stent then post-dilatation was performed. Four days post hospitalization the patient was discharged.